Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user experienced morning hypoglycemia while using the ilet, with low glucose values noted and minimal insulin delivery beyond basal reported by the user after a recent diet change. Symptoms included low blood glucose requiring treatment. Outcomes included recovery with oral carbohydrates and stabilization of blood glucose without hospitalization. Investigation included troubleshooting and education provided by support, and escalation to clinical support was initiated. Investigation of this case revealed no device malfunction reported, with hypoglycemia occurring in the context of basal insulin delivery and recent dietary change. It was concluded, based on previously established findings for similar reports, that the cause was unclear. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.